Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the failure mode of 16 0 in the logs, but was unable to confirm or reproduce the reported issue. Notwithstanding, the fse resolved the issue by replacing the expired safety disk. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed auto fill error code 57e. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.